Manufacturer narrative:
Conclusion and justification status:the complaint states primary tha for oa had taken place (B)(6) 1996. Revision took place on (B)(6) 2015 due to wear of the poly liner. The surgeon removed the poly liner and cemented a 44mm rim fit cup manufactured by a competitor to the acetabulum. He replaced a 22mm head with a s-rom head(28mm+6). It was not reported whether there was a surgical delay. The patient is now under observation.a review of complaint databases did not identify any anomalies.without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary tha for oa had taken place (B)(6) in 1996. Revision took place on (B)(6) in 2015 due to wear of the poly liner. The surgeon removed the poly liner and cemented a 44mm rim fit cup manufactured by a competitor to the acetabulum. He replaced a 22mm head with a s-rom head(28mm+6). It was not reported whether there was a surgical delay. The patient is now under observation. A review of complaint databases did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to wear of the poly liner.

Manufacturer narrative:
This investigation has been reopened due to the addition of osteolysis as a patient harm. Depuy will notify the FDA of the results of the FDA once it has been completed.